Event description:
It was reported that a progav 2.0 shunt system (#fx441t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system caused an under drainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that the progav 2.0 has a blockage while the shunt assistant is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. Because the progav 2.0 is not permeable, a computer controlled test is not possible. The shunt assistant operates within the specified tolerances in the vertical position.. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: according to the investigation results, a non-adjustability and a blockage in the progav 2.0 were detected. The visible deposits have led to the functional deviations. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. Furthermore, we can determine visible deposits in the shunt assistant and the pediatric pre-chamber. The deposits had no effect upon the specifications at the time of the examination. The components, including the peritoneal catheter, operated within all specifications. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.